Manufacturer narrative:
On 10/14/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/10/2019, the mentor failure analysis lab has received the device for evaluation. On 2/9/2019, device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. This complaint was assessed as not MDR reportable. Therefore, no mre review is required at this time. Should more information become available, this complaint will be re-assessed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Reason for device explant and/or reoperation: rupture. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and experienced right rupture. As a result, the patient had undergone removal and replacement with smooth round high-profile mentor breast implant 275cc on (B)(6) 2018. On 9/20/2019, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.